Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient developed small red bumps and blisters under all three of the therapy electrodes. One of the blisters was open and oozing. The patient's doctor prescribed an ointment for the irritation. The patient's wife indicated that the irritation had improved, as there were no longer red bumps or itchiness.